Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6) 2019, the peg tube was hard to move and there was discharge from the wound site. It was determined that the internal retention plate grew into the stomach wall. The patient was hospitalized.